Manufacturer narrative:
Concomitant medical products: product ID: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced high thresholds due to loss of lead slack. The ra lead was capped and re placed. No patient complications have been reported as a result of this event.